Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Images are not available for analysis. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include vessel or device occlusion. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a gore® excluder® aaa endoprosthesis contralateral leg component (plc16200/15071271) was acutely thrombosed in the left common iliac artery. The patient was treated with thrombolysis, and then pta kissing balloons were used in the right and left common iliac arteries to the aortic bifurcation to open up the bifurcation and narrowed segment (circumferential calcium) on the left side. Final angiography showed that the contrast flow down the aorta into the iliac arteries appeared to be fine, and it was believed the narrowed segment was resolved. According to the physician, this case was not device related, rather the narrowed segment and the tight bifurcation (axial measurements 16mm x 17mm) coupled with tortuous iliac arteries. The patient tolerated the procedure with restored flow into the left limb. No further adverse events have been reported.